Event description:
It was reported that during a pph procedure, the device was difficult to remove after firing. After removing the instrument, there were some staples on the anvil and the anastamosis stoma was broken. The procedure was hand sewn. There were no other reported patient consequences.